Event description:
Per the physician, the patient was explanted due to a post-op csf leak. The patient was explanted in 2009, and the patient was reimplanted with a new device during the same surgery.